Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date is inaccurate. Customer stated the date may have been initially set incorrectly when setting up the pump. Tandem technical support guided the customer through adjusting the pump date to be accurate. Customer's blood glucose level was not impacted.